Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 10 months after the dental implant and abutment were placed in (B)(6) site 13 in the mouth, the implant lost integration in type ii bone. Clinician reports pain, chronic bruxism and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist reported that fenestration occurred during surgery.

Event description:
The clinician reports 10 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant lost integration in type ii bone. Clinician reports pain, chronic bruxism and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).